Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues, while looking for good thresholds. The helix mechanism was unable to be extended after several turns. No adverse patient effects were reported. The lead was discarded and will not return for analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues, while looking for good thresholds. The helix mechanism was unable to be extended after several turns. No adverse patient effects were reported. The lead was discarded and will not return for analysis.